Event description:
It was reported that the pump's usb port was damaged, resulting in difficulties charging the pump and pump shutdown. The reported issues caused the customer to experience an elevated blood glucose (bg) level (530 mg/dl). The customer administered a correction injection to treat the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.